Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident states that the balloon would not inflate. The trocar balloons appeared intact. The insufflation valve on balloon two was cracked. Balloon one was inflated and displayed no leaks. Balloon two was unable to be properly inflated due to the cracked insufflation valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a crack in the insufflation valve. The reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during the set up and equipment check. There was no patient involvement. There was no adverse event reported. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).